Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) with no capture due to supraventricular tachycardia (svt). Afterwards there is av dissociation in and below vt-1 zone, a slow vt is suspected. The rhythm was in ventricular fibrillation (vf) zone. The technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.